Manufacturer narrative:
A2, age of patient at the time of event. Initial report inadvertently listed 44 instead 43.

Event description:
Additional information received. It was later reported that the patient underwent battery replacement due to reed switch issues. The explanted has not been received by the manufacture to date. No other relevant information has been received to date.

Event description:
Additional information received. Product analysis was completed and reviewed. The product analysis results confirmed reedswitch failure. No other relevant information has been received to date.

Event description:
The suspected device was later received by the manufacturer. Product analysis is underway but has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient potently has a reed switch that is stuck. Device interrogated and low impedance message was seen upon multiple attempts. The patient reportedly can no longer feel both normal and magnet mode stimulation. Device also could not be programed. No other relevant information has been received to date.